Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device was received in a light tan glutaraldehyde solution in the original packaging jar. The stent cloth is discolored showing evidence of body fluid contact. All leaflets are flexible. A tear through the free margin and lunula of the right cusp adjacent to the point of coaptation appears to have occurred during implant. Conclusion: reduced performance of the device attributed to user error, as a tear in the leaflet appears to have occurred during implant. Review of the device history record shows that the product met manufacturing specifications when released for distribution. The device was explanted and replaced without reported adverse patient effects.

Event description:
Medtronic received information that after implanting this bioprosthetic valve, the surgeon observed a tear in the non-coronary cusp. Water testing of the valve confirmed the tear. The surgeon explanted and replaced the valve with no reported adverse patient effects.